Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient was admitted into the hospital due to elevated ldh levels and an increase in pl levels. The patient reported feeling fine and had no symptoms. An echocardiogram was performed and indicated that the aortic valve opened with every beat. The hospital started the patient on IV heparin which decreased the pi and ldh levels; however, the following day both levels increased again. The patient was put on the urgent transplant list and the patient was successfully transplanted on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.